Event description:
It was reported that during a lap gastric bypass procedure, the tip of the active blade was broken off and lying on the table. A new device was opened and the operation was completed without reported patient consequence.